Event description:
It was reported that during routine follow-up, a loss of capture had been noted on the left ventricular lead. The lead was disabled. Fluoroscopic imaging revealed that the lead had dislodged. The lead was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.